Event description:
A customer reported to baxter (B)(4) of a nurse not being able to prime a set. They have inverted the check valve and pressed the bag to initiate flow with no success. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was received and evaluated. The no flow issue has been confirmed. The solution flow stopped at the check valve. The check valve is the cause for the no flow issue. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).